Event description:
A malfunction was reported on the pump by the caller, leading to the customer's blood glucose level rising to 510 mg/dl. To address the high blood glucose, the customer administered a correction injection via manual daily injections (mdi) and did not require third-party assistance. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.